Manufacturer narrative:
This investigation remains in progress. Once the investigation is completed, a follow-up report will be submitted.

Event description:
Bayer medical care was notified of an alleged extravasation that had occurred during an abdominal CT scan while the patient was connected to a stellant CT injection system. The customer reported that approximately 90ml of ultravist contrast was extravasated during the injection. The patient was taken to surgery at which time a fasciotomy was performed to reduce the pressure in the arm. The patient was subsequently admitted to the hospital for further observation and treatment.

Manufacturer narrative:
The offer of an injector check was declined by the customer who admitted that this issue was caused by user error. The site continues to use the stellant CT injection system after the reported event with no further issues reported.